Event description:
It was reported that the patient presented for post-implant wound check. It was discovered that there was pocket hematoma and therefore a pocket revision and wound evacuation had been scheduled. However, an infection developed prior to the procedure. Therefore, the physician elected to explant the implantable cardioverter defibrillator (ICD) system on (B)(6) 2021. The patient condition was stable.